Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer surgery, when severing rectum tissue, after fired with 2 gst60d, noted staples malformed with irregular shape (with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.